Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient¿s cgm alerted and displayed 68 mg/dl while he was eating. His cgm continued to decrease to 40 mg/dl as he was self-treating with sugar. The patient was dizzy and lightheaded. His spouse called emergency medical services who performed a bg which was over 400 mg/dl. The patient was transported to the hospital where his bg and vitals were monitored, and he was treated with IV fluids. He remained in the emergency department for two hours and was released when his bg was 236 mg/dl and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.